Event description:
Hte pt had two products implanted in 2006 at the proximal circumflex. The pt presented with a sub-acute thrombosis the next day. This was treated with poba and deployment of another 3.0x8mm cypher des.